Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer experienced keypad anomaly. It was reported that buttons were sticking. Customer's blood glucose was unknown. Customer also reported that batteries were not lasting as long as before. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.